Manufacturer narrative:
The field service engineer inspected the device and confirmed that the microscope is working within manufacturer's specification. The device was inspected with a new lamp module inserted by the customer in the meantime. The lamp module used at the time of the incident was not provided. The customer's biomed evaluated the microscope prior to the lamp module exchange and confirmed that they've got "a crystal clear image" trying every possible combination. Unfavorable user's settings of the field illumination and also the anatomy of the eye can have an impact to the quality of the surgeon's view. The user manual contains instructions about how to set up the microscope and how to react in case of an issue.

Event description:
Na

Event description:
The site reported the following: during surgery on a "very deep cataract" that was difficult to visualize under 50 percent illumination, the surgeon ended up performing a vitrectomy due to a ruptured capsule. This was the surgeon's first time using the opmi lumera microscope as an attending. The surgeon felt the view through the main binocular was darker and not "as crisp" as her previous experience as a resident using the assistant's binocular.